Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to sense, high capture threshold and damage. An x-ray revealed that the ra lead had dislodged. The ra lead was explanted and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement, lead damage, unacceptable capture threshold and failure to sense. A complete lead was returned in one piece for analysis. The reported event of lead damage was confirmed. Visual examination found the outer insulation was cut in multiple locations consistent with procedural damage. The cause of the reported event of lead damage was isolated to procedural damage. The reported events of unacceptable capture threshold and failure to sense were not confirmed. X-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured helix extension length was within specification.